Event description:
The pump was alarming. When interrogated it showed the "reset occurred - low battery" message multiple times and the pump was in a safe state. The patient was managed with oral medication. The pump and catheter were replaced. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver baclofen.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.